Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the tamper seal was missing and the lens was damaged. Review of the event history log showed the pump was set to a concentration of 10 mg/ml on (B)(6) 2019 and subsequently set to 0.1 mg/ml on (B)(6) 2019. The event log showed that no concentration was set between the dates in question. The investigation determined that the customer entered 0.1 ml concentration on power up on (B)(6) 2019, changing it from the 10 ml that was entered on (B)(6) 2019. The pump was then powered down, and then three (3) days later powered up and used. The new patient and new concentration were not entered and so it ran at the last concentration of 0.1 ml. It was found that the pump was operating as programmed. Additional information was received indicating that the patient was terminal. It was reported that due to a lot of pain, oral painkillers were stopped and a morphine pump was to be used at the request of the family doctor. It was reported that the prescribed dose was 34 mg/24 hours, equaling 1.5 mg/hour. Per reporter, the pump was started at 12:53pm on (B)(6) 2019 and a bolus was given at 1:00pm. It was reported that "at that time, no details were noticed" and the nurses left the home between 1:30pm and 1:45pm. It was reported the nurses returned at approximately 3:45pm and that the bag was "almost empty." It was reported that on set-up, which was performed at approximately 9:30am on (B)(6) 2019, the pump was checked by two (2) nurses. Per reporter, the check included the continuous dose, the pca bolus and the blockage time. Per reporter "once on the client, they started priming and connecting the pump/needle at 12:40 hrs, then they checked the continuous dose, the pca bolus and the blockage time on the pump again. However, not the concentration of the morphine." It was reported that the pump did not alarm or show any error messages. Narcan was not given and no intervention was provided. It was reported that the product manager and technical service reviewed the device history log and found that there was no concentration set between (B)(6) 2019 and (B)(6) 2019. It was reported that in the physician's opinion there was an overdose of morphine which may have caused or contributed to the patient's death.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump was set to 10mg/ml, then later the pump was found to be set to 0.1 mg/ml whereby as has been reported, nobody had been at the pump in the meantime. The reporter indicated that the patient died, and the doctor had determined the cause of the death to be an overdose of morphine. No further information has been provided on the nature of the device malfunction.